Event description:
After 4 weeks of intubating the patient, the inflation tube fell out.

Manufacturer narrative:
Reportable as the patient had to be re-intubated after 4 weeks. The complaint was confirmed with the customer's photos. Requested a root cause investigation from the supplier well lead. Their investigation findings proposed that cyclohexanone was not applied during manufacturing. Emailed the resolution to the customer. Risk analysis indicated a severity rating of 6, so initiation of the CAPA process is not required as it is less than the threshold of 8.

Manufacturer narrative:
Reportable as the patient had to be re-intubated after 4 weeks.

Event description:
After 4 weeks of intubating the patient, the inflation tube fell out.